Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
"Feeling drunk".

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) , alleging that her onetouch verio 2 meter read inaccurately high compared to feelings/usual results. The complaint was classified based on customer care advocate (cca) documentation. The patient detailed that the alleged issue began on (B)(6) 2017, 11:47am when the patient reported that she tested her blood and obtained an alleged reading on the subject meter of ¿535mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with insulin (self-adjuster) and reported that at 11:47am she increased her medications ¿4 units of novorapid¿ in response to the alleged product issue. She reported that 5 minutes after the alleged product issue began she developed the symptom of ¿shaking, sight issue and feeling drunk¿. The patient reported that at 11:57am she self-treated with food and drink ¿2 coca cola¿. The patient denied that she received a blood glucose result from another device. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The test strips had been stored correctly and within their expiry date. The patient did not have control solution to perform a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.